Event description:
In the process of contacting the pt's neurologist to notify him that the pt's device may be nearing end of service, it was discovered that the pt's device was programmed to off over four years ago due to an increase in seizures. It was reported that normal mode output current was programmed to off, but that magnet mode output current remained programmed to on. At the time that the normal mode output current was programmed to off, the pt's family member reported to treating neurologist that the pt was experiencing an increase in seizures. Six months after the device was programmed to off, the pt's family member reported to neurologist that the pt's seizures had declined to nocturnal events only and lasted only 10-15 seconds at a time. The normal mode output current was never programmed back to on. Treating neurologist indicated that he got conflicting info from the pt's family member and that every time they do more to treat the pt, the pt does poorly. Device diagnostic testing within normal limits, indicating proper device function.